Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-implant, the patient was presented with discomfort. Ultrasound revealed thrombus formation in the left brachiocephalic vein. The patient began treatment with medication. Minor tenderness was reported. No swelling or redness was observed. The patient will continue to be monitored with a routine follow-up.